Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. On (B)(6) 2019 the patient¿s cgm was reading 72 mg/dl so he went to make some food; however, he started feeling lethargic so did not get to eat the food. He then sat down and told someone at his work that he wasn't feeling well. He works at a cardiologist¿s office and one of the nurses there gave him lemonade with sugar in it. The nurse did a fingerstick and the reading was 30 mg/dl while the cgm reading was 72 mg/dl. He was given intravenous (IV) therapy 50 mg of dextrose. An ambulance was called, and the paramedics took the patient to the emergency room, where a fingerstick bg value upon arrival was 140 mg/dl. The cgm reading at that time was 245 mg/dl. At the emergency room they took urine samples and ran other unspecified lab work (no results provided). No medications were given at the emergency room. At the time of the report the patient was doing okay. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.